Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was repaired due to a defect in the insulation. After the repair sensing was satisfactory.